Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/57 years old. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: akalan y, worthmann h, berliner d, hupe j, grosse gm, abu-fares o, ravenberg kk, weissenborn k, ruhparwar a, talbot sr, bauersachs j, schmitto jd, hanke js and gabriel mm (2025) stroke in patients with left ventricular assist device (lvad): who is at risk?¿a retrospective observational study at a tertiary care center. Front. Cardiovasc. Med. 12:1591208. Doi: 10.3389/fcvm.2025.1591208. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding stroke in patients with ventricular assist devices (vads). The authors described patient deaths. The causes of death included stroke; however, the other causes of death were unknown. There were patients who experienced intraparenchymal hemorrhage, subdural hematoma, subarachnoid hemorrhage, ischemic strokes and transient ischemic attacks, indeterminable ischemic lesions, need for dialysis after vad implantation, sepsis and pneumonia, driveline infection, gastrointestinal bleeding, vad thrombosis, cardiac decompensation, ileostomy placement, and international normalized ratio (inr) derangement. The status of the vads is unknown. No additional adverse patient effects were reported.